Event description:
Reporter indicated that pt underwent revision surgery approximately two months after initial implant surgery. The physician reported that the revision was performed "because the leads were too short", due to the size of the pt. Since the revision surgery, the pt is complaining of twitching and dysphagia. Adjustment of programmed setting have not resolved the pt symptoms. The pt is scheduled to see a surgeon for revision surgery. Diagnostic confirm proper device functioning. Revision surgery is likely.

Manufacturer narrative:
No device failure, adverse event related to vns therapy or surgery.